Event description:
The user facility reported that the tr band was unable to be inflated as it was being placed on the patient to assist with achieving hemostasis following a trans-radial interventional procedure. The following information was provided by the user facility: the tip of the inflator syringe popped off inside the valve as the band was being placed on the patient; consequently, the tr band was not able to be inflated; the introducer sheath had not yet been removed from the entry site so the hemostasis valve continued to prevent blood loss; a second tr band was placed and inflated without difficulty; and hemostasis was successfully achieved.

Manufacturer narrative:
The involved device has not been returned from the user facility for evaluation. Therefore, the investigation was based on evaluation of user facility information, the retained sample and quality records. Examination of the retained sample confirmed there were no defects or anomalies. Testing of the retained sample confirmed that the inflator syringe tip did not detach and the tr band operated correctly. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the currently available information, the event description is most consistent with excessive force being applied during use causing the tip of the inflator to become detached. The labeling does address the potential for an event related to inflation / deflation of the tr band in the instructions-for-use with statements such as: be careful that no foreign particles get into the air injection port when injecting the air. The air could leak; do not inject more than 18ml of air. There is a possibility of damaging the device if this volume is exceeded; and patient should not be left unattended while the tr band is in use. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).